Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnostic procedure. The procedure was completed by adjusting the technique to vascular (cerebral 2 frs) and the fluoro to low, allowing the equipment to free up space for the exams. The philips remote service engineer (rse) inspected the system remotely and confirmed that fluoroscopy was not possible due to an image disk problem. Upon troubleshooting, the rse reviewed the log and found an error: fluo storage not possible ¿ image disk problem. To resolve the issue, the customer changed the imaging technique to vascular (cerebral 2 frs) and adjusted the fluoroscopy mode to low, which helped reduce image storage consumption. These changes freed up disk space, and the system resumed normal operation. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cds/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely.

Event description:
It was reported to philips that the fluoroscopy was not possible, there was an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.